Manufacturer narrative:
The device evaluation was completed for the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal inspection noted an unrelated issue with deteriorated membrane gasket and piston foam which were both replaced. The top transducers tubing was outdated, along with the door latch and both were replaced. The pump was re-worked. The reported event could not be verified from device evaluation as the device met product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient ¿coded¿ (possibly referring to a cardio-pulmonary arrest). The patient was connected to the homechoice at the time of the event. It was not reported if the patient was hospitalized for the event. Treatment details and action taken with the homechoice device were not reported. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.